Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient's egv was jumping and erratic at around 5:30am. The patient was thirsty and saw a egv 300 mg/dl on dexcom app and insulet op5 insulin pump (reportedly not in modified closed loop). No treatment obtained for symptomatic high egv. No mention if a bg was checked. By 8am he woke up and threw up. The reporter took him to the hospital immediately. He went into dka at the hospital (diagnosed by the hospital). The patient was given insulin through IV and an IV drip was connected to him (2 days until they left). Sometime at the hospital the readings was bg 247 mg/dl and egv 69 mg/dl. The sensor was removed at the hospital. No other treatment suggested/ given after the stay. The patient was good/fine during the report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the hospital, the reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.